Manufacturer narrative:
Continuation of d10: product ID: 37751, serial#: (B)(6), product type: recharger; product ID: 97740, serial#: (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6); product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 37751 recharger (s/n (B)(6) revealed device was scrapped due to corroded boards. H3: analysis of the 97740 programmer (s/n (B)(6) revealed that back case was replaced due to battery corrosion on battery contacts causing no power-blank screen and scratched face plate. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding their external devices. The patient's wife called and stated medtronic had replaced something once and the thing had not worked in 7 months and they know how to reset the thing because they went through that with the first piece of "junk" we sent them (this was understood that the recharger (insr) was replaced. The pt had not been able to use the thing in over 7 months. Every time they call they get hung up on. Pt was getting so frustrated with medtronic they're about ready to sue. Pt said there was no excuse for medtronic being this bad to people especially the pain the pt had to go through during surgery to get the medtronic device. Its a hunk of junk and when it works its fine. Pt was extremely escalated and stated they cant charge the ins and medtronic kept on sending them defective chargers. It will work for 4 months maybe 6 then the equipment goes to crap and cant do nothing with it. Then it takes 6 to 8 months for medtronic to get on the phone. Medtronic had already sent a repla cement to their current address last year, and now this one didn't work a single time. Pt said that they were upset but wanted to make it known they weren't cussing. During the call pss was finally able to get information from the pt to help resolve their reason for call. Pt said for over 7 months when they plug therecharger (insr) into the wall it would show it was fully charged but once they unplug the insr from the wall the insr would not turn on or would not recognize the implant. Pt had reset the insr prior to call but that did not resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the insr. Patient mentioned that they broke their neck and the medtronic device is the best thing when it works but if the device does not work they're in pain. The patient also reported that for about 7 months the patient programmer would not turn on or recognize the implant not allowing them to adjust therapy. Patient programmer would show a blank screen. The recharging belt broke over 2 and a half years ago. Additional information was received. It was reported pt called back stating they were not able to charge. Pt got a new external device and it worked less than 2 years out of 5 plus years they had it in the back. Pt confirmed they were getting reposition antenna screen. Last time pt charged was over 7 months ago b/c it took that long to get a replacement. Redirected to hcp for possible over discharge.